Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve extended from the distal cap when received. The tip of the protruded sleeve was frayed. The proximal end of the distal cap was aligned to the cap weld. There was evidence of the production bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed. The distal tip articulated without issue. A spybite device was passed through the working channel without issue. A portion of the distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter but was stretched. The catheter was cut open to expose the working channel sleeve. The catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax; the working channel sleeve fell out. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white areas on the proximal end of the pebax and the working channel sleeve braid imprint throughout the pebax region. The complaint was consistent with the reported event of working channel sleeve protrusion. Based on the investigation and the receipt condition/functionality, the most probable cause conclusion is "manufacturing process design". An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. There were no reported patient complications as a result of this event.